Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump had no disposable alarm. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump displayed no disposable and audible double beep was observed. The patient was unable to turn screw to remove cassette to troubleshoot further. The event occurred while in use with a patient at the patient's home and the operator of the device was patient. There was no patient harm.